Event description:
It was reported that the patient presented for a device changeout procedure. Prior to the procedure, it was noted that the right-ventricular apex (rva) lead exhibited noise oversensing. As a resolution the rva lead was capped and replaced on (B)(6) 2025. The patient condition was stable.